Manufacturer narrative:
Per additional information, reprocessing wasn¿t in line with the IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. However, it's likely the cause is related to reprocessing not being in line with the IFU (instructions for use). The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the image had white dots due to damage to the charged coupled device unit. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was not performed by the customer prior to the device being returned to olympus for repair. Additional findings include the following: the play of the up / down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip / crack, the water removal ability did not meet the standard value due to the clogging of the nozzle, switch 1 had a cut, the suction cylinder was shaved, the protector of the universal cord on the scope connector side / control section side had a scratch, the adhesives around the objective lens had a white-clouded area, the adhesives around the light guide lens had a white-clouded area, the plastic distal end cover had a scratch, and the connecting tube had a scratch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had white dust / white noise that resembled stars at night reflected in the image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.